Event description:
The manufacturer received information alleging that during an operational check of a trilogy evo device, the entire screen turned bright red when transitioning from the startup hourglass screen. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.